Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Approximately 3-6 months following the procedure, the patient experienced red indented markings where the suture has been placed. The patient was administered steroids. It was reported the reaction is severe, forming exact red lines that do not fade or go down even over a long period of time and scars are still seen up to 12 months after surgery. It was reported that the patient is unhappy with the appearance of their scarring following the procedure. The surgeon opined it is either an allergy or might be a reaction to the chemicals that are released as the suture is absorbed. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a delayed breast reconstruction using a diep with flap to replace the implant. It was reported that a biopsy from breast noted palisaded necrobiotic granulomata resembling granuloma annulare. (B)(4).

Event description:
It was reported that the patient underwent an unknown plastic surgery procedure on an unknown date and suture was used. During the healing process and after suture has been absorbed, the patient experienced red indented markings where the suture has been, described as red wiggly lines. Additional information has been requested.